Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was opened used during a polypectomy procedure. According to the complainant, during preparation, the snare loop would not extend because the outer sheath was too long. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant was unable to provide the physician name. Investigation findings of flare detached. Investigation results: visual evaluation of the returned device found the catheter was kinked and the flare was detached. The catheter length was measured, and it was found to be within specifications. Functional inspection was not performed due to the condition of the device (flare detached). The complaint was confirmed; the detached flare would prevent the loop from extending, and could cause the sheath to appear too long. Manipulation of the device during the procedure likely produced the kink found in the sheath, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. Therefore, the most probable root cause is operational context.